Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump had been working very well but she may be allergic to it. Patient had been having some symptoms and just today had been having some dramatic symptoms. Patient noticed scaly skin and discoloration around the pump and the way the pump was put in it created a place at the top of the pump that was leaning against her skin even though she kept the binder on forever. No interventions mentioned. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that there was a device issue on the pump leaning against the skin. The cause of the scaly skin and discoloration due to wound dehiscence. Patient was sent to the emergency room (ER). Patient was currently being treated at (B)(6) hospital. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the pump pocket was completely opened and surgical incision was fully exposing pump. Patient was immediately hospitalized, IV obx, explanted within 24 hours. Implanting hcp also interfered. No further complications were reported.